Manufacturer narrative:
Device evaluation summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to distal stent wraps with struts raised. Deformation was evident to the distal tip. No other damage evident to the remainder of the device.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly calcified, moderately tortuous lesion exhibiting 90% stenosis located in the proximal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using a 3.0x26mm resolute onyx stent. The patient was reported to be alive with no injury.